Event description:
It was reported that the device has cosmetic damage on the front and rear case. The damage contains gab. No additional information was provided. There was no patient involvement. Charges apply. Npi. Cosmetic damage, front and rear case contains gab.

Manufacturer narrative:
The affected device has been received and the investigation is completed. A follow up report will be submitted once additional information has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has cosmetic damage on the front and rear case. The damage contains gab. No additional information was provided. There was no patient involvement. Charges apply. Npi. Cosmetic damage, front and rear case contains gab.